Event description:
Customer had been receiving high blood glucose readings and went to see doctor. The doctor sent customer to the hosp. The customer was kept overnight. No medical treatment was given in the hosp. A lab test was performed and the result was 99mg/dl and the device result was 142mg/dl. No controls were being used. A request was made for the return of the suspect device and a replacement was sent.